Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "I spoke with a (respiratory therapist), and he told me that the current rental vent he has was sent to replace a previous rental vent. Unfortunately the rental vent that was sent to replace previous rental vent, does not have an audible alarm, which brings us to our current situation. The 3100b (current rental vent) has no audible alarm."

Manufacturer narrative:
The hill-rom (third party service company) service tech evaluated the device and determined that the root cause of the reported event was that the alarm cable was disconnected. The hill-rom (third party service company) service tech reconnected the alarm cable and the device now alarms per specifications. The device was then run thru a complete checkout to ensure that it meets all factory specs. Upon completion, the device was returned to the rental pool ready to be placed back into rental service.